Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The visual inspection revealed a small pin hole inside the sterile pouch. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According to the packaging sequence, the device is placed so that the sharp end of the product is against a silicone plug and the end flaps should be folded over and pressed firmly into place, which prevents the puncture of the package. A review made by the quality engineering team revealed that the device was bent which is inconsistent with normal manufacturing processes. Also, the beauty box had damage to it that aligned with the bent guide pin. Inspection of packages is included in packaging process and final inspection; therefore, this failure would have been caught if it was introduced by the manufacturing process. Although it was determined that this was not manufacturing caused and no further action is required, factors that could have contributed to this failure are material handling and damage during transit. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, before an intertan nail procedure, a guide pin 3.2mm x 343mm was removed from the outer box packaging and inside the sterile pouch was seen to have a hole from the sharp end of guide wire. This makes the item unsterile and staff was not happy to use it. The procedure was performed, after a non-significant delay, with a s+n back-up device. Patient was not injured as consequence of this problem.